Event description:
A surgeon reports that two yrs following intraocular lens (iol) implant surgery, a pt reported decreased vision. During slit lamp examination, the lens appeared cloudy and glistenings were noted. The pt underwent a yag procedure with no improvement in visual acuity. No further info is anticipated.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Prod history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info was requested and received.